Event description:
It was reported via phone call that the customer received a no delivery alarm during bolus. Customer was calling to see how much insulin was actually delivered. Caller was advised to change infusion set and reservoir as troubleshooting was declined. Customer's blood glucose reading at the time of the call was 281 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.